Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose in the range of 361mg/dl to 461mg/dl as well as experienced low blood glucose of 31mg/dl to 24ng/dl. Customer¿s current blood glucose was 368mg/dl. Customer treated high blood glucose with manual injection and blood glucose drop low that was 31mg/dl, 24mg/dl which was treated with milk, breakfast. Customer states that drive support cap was normal. Customer performed displacement test and it passed. Insulin pump will not be return for analysis.